Manufacturer narrative:
Journal article: complete and incomplete revascularization in non-st segment myocardial infarction with multivessel disease: long-term outcomes of first- and second-generation drug-eluting stents journal: heart and vessels volume: 34 year: 2019 ref: doi.org/10.1007/s00380-018-1252-z. Average age: majority gender, date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
This study analyzed nstemi patients with mvd who underwent des implantations between april 2005 and april 2016. A total of 702 patients received either 1st generation or 2nd generation des. 575 patients received 2nd generation des which included resolute integrity rx coronary des and endeavor rx coronary des. Lesion characteristics included triple-vessel disease, calcified lesion, ostial lesion, bifurcation lesion, stenosis and cto. Out of 575 patients implanted with 2nd gen des, 275 patients achieved incomplete revascularization and 300 achieved complete revascu larization. Complete revascularization was defined as greater than 50% stenosis in a segment that was successfully treated during index or staged procedure. During a follow-up period of 37 months, 87 patients experienced major adverse cardiovascular events. Patients receiving 2nd gen des had lower rates of major adverse cardiovascular events - cardiac death, mi (defined as recurrent if prolonged chest pain and st elevation/depression experienced) any revascularization, non-tlr and tlr than those receiving 1st gen des devices.